Event description:
It was reported by service report that the chair could not be used to support patient weight due to a broken lock struck and bent seat weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.